Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a bd message alert indicative of a potential premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Device remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD was explanted. This new s-ICD was attempted, but defibrillation threshold (dft) testing failed and so the physician elected to explant the entire s-ICD system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a bd message alert indicative of a potential premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Device remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD was explanted. This new s-ICD was attempted, but defibrillation threshold (dft) testing failed and so the physician elected to explant the entire s-ICD system. No additional adverse patient effects were reported.